Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was noted that the reporter received a "low battery alarm" but noted that when they took the battery out of the pump and put it back in, there was a fully battery. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings:a review of the black box showed evidence prior to the date of the complaint of a replace battery alarm with a low battery warning preceding it. The pump powered on with the returned battery cap, which was unable to fully tighten to the pump. The battery compartment was cracked in the thread area. No evidence of moisture was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture inside the pump. A loose components was found inside the pump. The alarm was not duplicated during the investigation.